Manufacturer narrative:
(B)(4). Baxter medical assessment: the piece of cotton swab, which stuck inside the tip of the endoscopic applicator, could be identified. So there was no harm or possible hazard to patient in this case. If such event would reoccur and such piece of cotton swab or similar material is not identified and removed when used on a patient this may lead to a local foreign body and inflammatory reaction which only in exceptional cases will lead to severe inflammation and patient injury. Investigation is currently underway and a follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the sample evaluation. Visual inspection of the complaint sample confirmed the presence of a foam tip swab. The complaint was confirmed. Batch record review by baxter (B)(4) found no issues that could have contributed to this complaint issue. Review to the process indicated that to ensure cleanliness of the cannula, a foam swab is inserted into the cannula sleeve and then using a stylet/rod the swab is pushed completely through the cannula sleeve. It was recognized that interruption of the cleaning operation most likely caused this issue. Corrective actions at the (B)(4) facility included retraining of personnel and a procedure update to include verification that the cleaning operation is completed. Per baxter (B)(4), this is not considered a systemic issue as no other complaints have been reported for this issue and it is considered an isolated event. No trend was identified. This is the first reported complaint of this nature for this product lot. The root cause was identified and corrective actions were completed. This complaint will be kept on record for trending purposes.

Event description:
An endoscopic floseal applicator had a piece of cotton swab that came out of the cannula. No patient or user injury reported.